Manufacturer narrative:
(B)(6). Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in india reported via a fisher & paykel healthcare (f&p) field representative that the tubing of the bc191-05 nasal tubing 70mm was broken. There was no reported patient involvement.